Event description:
Boston scientific received information that this right ventricular lead was reported to have dislodged into the patient's atrium, resulting in two inappropriate shocks. Tachycardia therapy was electively turned off until the issue could be addressed. The lead was repositioned in a follow up procedure with no additional issues or adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.